Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead exhibited pocket stimulation, noise oversensing, and a drop in pace impedance measurements. Additionally the patient felt "poorly" and felt shocking sensations. The physician indicated that this is evidence of insulation damage due to abrasion. The ra lead insulation damage was visually confirmed. Subsequently, this ra and rv lead explanted. No additional adverse patient effects were reported.